Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported overfilling the cartridge with insulin. Customer was educated not to overfill the cartridge per the tandem user guide. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.